Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8043065. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not received for the purpose of our investigation, according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. Root cause description: the interference fit between the metal wedge and adaptor to cause cracking of adaptor wending line during swaging.

Event description:
It was reported that prior to use leakage occurred with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: before the puncturing indwelt needle of the patient, a leak was found at the joint of the indwelt needle, a new indwelt needle was immediately replaced for puncturing and the infusion was smooth, and the incident did not cause any adverse reactions of the patient.